Event description:
It was reported that a pt experienced localized hair loss after a brain perfusion scan.

Manufacturer narrative:
No system malfunction was reported or determined to exist after system troubleshooting and investigation. Measurement and eval of the scan parameters used by the site for examinations show that the dose administered to the pt was greater than the recognized threshold level for deterministic effects such as skin reddening and temporary hair loss. The dose prescribed by the site was significantly greater than ge provided protocols. The ge provided protocol for this scan type results in a pt dose that is significantly lower than industry and FDA recognized threshold levels for possible deterministic effects. The site's default protocol for perfusion scanning was found to be in accordance with ge reference protocol recommendations for imaging and dose. During the exam, the tech manually increased the ma on the exam in order to enhance the image quality although images on the sites unaltered default protocols would have been diagnostic. As a result of this event, refresher training was done and memos were posted to remind all technologists not to change the default protocols. Techniques and dose is incorporated in the new tech training and annual evals. Ge healthcare product labeling specifically warns the operator with the following statement: "prolonged exposure to x-ray in one spot may cause reddening or radiations burns. User must be aware of the techniques used and exposure time to insure safe operation."